Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a pediatric user experienced hyperglycemia after a cookie was announced as a smaller-than-appropriate meal, with a fingerstick glucose of 317 mg/dl and a concurrent ilet display of 395 mg/dl; the parent calibrated the ilet, allowed the system correction to proceed, and later detached the pump to administer a manual correction before reconnecting, after which glucose returned to range. Symptoms included elevated blood glucose without associated dizziness, loss of consciousness, diabetic ketoacidosis, or other acute effects. Outcomes included no need for medical assistance, no professional intervention, no ketone testing, and no hospitalization. Investigation included user follow-up, education on correct meal announcement and secondary therapy timing, and verification of post-event glycemic control. Investigation of this case revealed a use-related error in meal announcement leading to hyperglycemia, with device performance consistent with expected operation and correction algorithm behavior. It was concluded, based on previously established findings for similar reports, that the cause was user error related to incorrect meal size announcement.